Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was no longer using the scs system and had lost weight, thus causing discomfort in the ipg pocket site. As a result, the patient underwent surgical intervention wherein the system was explanted.